Manufacturer narrative:
H.6. Investigation: one sample (model #20129e) was returned by the customer. It was reported that the tubing/ lipid filter was occluded. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The returned set was connected to a 10ml bd syringe and attempted to be primed with 85% glycerin/ 15% water solution. The sample was able to be primed. No occlusions were found. The set was infused with the syringe pump at 10ml/hr. The infusion was completed without issue. No occlusions were observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 20129e lot number 19076443 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues fluid blockage with lot #19076443 regarding item #20129e. H3 other text : see h.10.

Event description:
It was reported that the bd 7in microbore extension set was clogged. The following information was provided by the initial reporter: IV syringe pump for the lipids was alarming occluded patient side. This rn ensured nothing was clamped and restarted pump. Pump alarmed occluded again and this rn then noted there appeared to be no lipids below the lipid filter site. Rn disconnected lipid filter tubing from the baby and restarted pump which continued to say occluded. Rn replaced lipid filter and resolved the problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 7in microbore extension set was clogged. The following information was provided by the initial reporter: IV syringe pump for the lipids was alarming occluded patient side. This rn ensured nothing was clamped and restarted pump. Pump alarmed occluded again and this rn then noted there appeared to be no lipids below the lipid filter site. Rn disconnected lipid filter tubing from the baby and restarted pump which continued to say occluded. Rn replaced lipid filter and resolved the problem.